Manufacturer narrative:
The pump was returned for evaluation, and found to have a large thrombus in the outflow cage. There were no signs of damage seen. The device was cleaned and hemolysis tested, receiving an mih of 2.86. Thus, this confirms the pump was not the root cause of the hemolysis. The root cause of hemolysis was ingested biomaterial.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted in the right axillary without issues. The patient had hemolysis, this pump was removed, and another impella 5.5 pump was used.